Manufacturer narrative:
Block b3: exact date unknown, event occurred over eighteen months ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to ipg charging difficulty, the patient was doing well postoperatively. The explanted device was not returned by the medical facility.